Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported by service report that the scale was not working and the motion interrupt pan was damaged. No pt involvement or adverse consequences are reported.